Event description:
A company representative reported that a patient was revised approximately 2 months post-operatively to address a fractured yukon polyaxial screw.

Manufacturer narrative:
H6 codes have been updated to reflect conclusion of the investigation.

Event description:
A company representative reported that a patient was revised approximately 2 months post-operatively to address a fractured yukon polyaxial screw.